Event description:
A customer technical advocate (cta) as contacted with regard to erratic pt results generated using a cell-dyn 1700 cs analyzer. Initial testing yielded wbc=6.0 k/ul, hgb=7.7 g/dl an plt=195 k/ul. The sample was repeated with the following results obtained; wbc=8.8 k/ul, hgb=10.1 g/dl and plt=285 k/ul. This pt was scheduled for a blood transfusion which was cancelled when a corrected report was sent out. No further impact to pt management was reported.